Event description:
This customer reported that a pt felt a tingling sensation from the non-philips spo2 sensor that the customer was using with the mrx defibrillator.

Manufacturer narrative:
(B)(4). This customer reported that a pt felt a tingling sensation from the non-philips spo2 sensor that the customer was using with the mrx defibrillator. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.